Event description:
A surgeon reports that a linear foreign body approximately 4mm in length adherent to the nasal papillary margin was seen on postoperative day number one following intraocullar lens implant surgery. The foreign object was successfully removed with no trauma other than a very small fleck of adherent iris pigment epithelium. The surgeon thinks the foregin object may have come from the tip of the injector cartridge. The pt has had a good outcome with an uncorrected visual acuity of 20/20.